Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was unable to flush. A intellamap orion was selected for a atrioventricular nodal re-entry tachycardia (avnrt) radiofrequency ablation procedure. During the ablation the surgery assistant found that heparin saline flowed out from handle. After ablation was completed, the catheter was removed from patient's body through sheath. The physician found the no saline flowed out from distal end of the catheter, but saline flowed out from the handle. The procedure was completed with another orion. There are no patient complications occurred and the patient was reported to be stable.

Manufacturer narrative:
Device evaluated by MFR: visual inspection shows the deployment array has been cut off and not received with the catheter. Cracking is seen in the adhesive in the distal section of the handle. Water was seen pooling underneath the irrigation tube and flowing back into the handle. Time lapse of blue dye irrigation test identified a crack in the distal section of the handle that spans from one side to the other. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is manufacturing process design as the design or validation of the manufacturing process was not sufficient to ensure the finished device met the intent of the design. (B)(4).

Event description:
It was further reported that the deployment array was attached to the catheter when removed from the patient. Only after that the head of nurse asked to cut off the array, to avoid the re-use of orion.